Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. - the power unit of the device was broke deterioration as 5 years have passed since the device was manufactured. - the device displayed error code e103 because the xenon lamp didn't light due to the power unit failure.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for an unspecified procedure using the subject device, a lamp error e103 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.